Event description:
It was reported that, one day post implant, the patient experienced cardiac arrest and was successfully revived. It was found that the right ventricular (rv) lead perforated and a cardiocentesis was performed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).